Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for section e1 phone number : (B)(6).

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for multiple samples. (Customer provided reference range 0 - 0.016 ng/ml) an example for a 26 year old female asian patient with diagnosis of epilepsy-like episodes, initial result was 0.096ng/ml, and the retest sample twice and both results were 0.001ng/ml. It was reported the patient¿s coagulation function test results were normal. No specific sid or patient information for the following patient sample results: initial sample was 0.029 ng/ml, two repeat results were 0.003 ng/ml initial sample result was 0.101 ng/ml, two repeat results were 0.001 ng/ml (B)(6) 2023 initial sample result of 0.059 ng/ml, repeat result of 0.001 ng/ml no impact to patient management was reported.

Manufacturer narrative:
Updated information in section g: contact office address 1, contact office city, contact office postal code, contact office country, contact office first and last name, contact office email, contact office phone number, contact office fax number the field service representative performed significant troubleshooting of the issue involving the architect i2000sr processing module. The fsr cleaned the manifold, wash station (rohs) and determined the part the likely cause for the issue, as the manifold, wash station (rohs) was contaminated with crystals the cleaning of the manifold, wash station (rohs) was determined the issue resolution. Service verified the system function with a control/precision run. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of tracking and trending of the architect i2000sr processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the manifold, wash station (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. An alinity I/architect ia product monitoring review revealed found no systemic issues or trends for the issue associated with the current issue. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module, sn (B)(6)was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated on the architect i2000sr processing module for multiple samples. (Customer provided reference range 0 - 0.016 ng/ml) an example for a 26 year old female asian patient with diagnosis of epilepsy-like episodes, initial result was 0.096ng/ml, and the retest sample twice and both results were 0.001ng/ml. It was reported the patient¿s coagulation function test results were normal. No specific sid or patient information for the following patient sample results: initial sample was 0.029 ng/ml, two repeat results were 0.003 ng/ml initial sample result was 0.101 ng/ml, two repeat results were 0.001 ng/ml (B)(6)2023 initial sample result of 0.059 ng/ml, repeat result of 0.001 ng/ml no impact to patient management was reported.